Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she did not receive insulin. The blood glucose reading was 402 mg/dl. The bolus history was checked and her correction bolus had not been delivered. Customer was assisted in delivering the bolus. Customer also received a low reservoir alarm and was assisted in clearing it. Nothing further was reported.